Manufacturer narrative:
Device issue with inomax dsir# (B)(4) ((B)(4)). The device investigation was completed on (B)(4) 2014. Device was returned to the MFR for service investigation. Ikaria reg service ctr (rsc) reviewed the service log and confirmed the reported complaint. Secondary finding unrelated to the reported complaint: service log review revealed a failed no cell alarm. Alarm immediately followed a failed low no cell calibration with low point of 921 counts; above the allowed maximum of 655. Service log review also reveals a delivery failure (df) alarm with monitored no>absolute max of 100ppm; actual value 147. Review also reveals 3 other df alarms with no > max of 100 ppm. Elevated low point counts during the calibration are consistent with the misbehaving no cell with the elevated counts possibly contributing to the delivery failure alarms. The root cause for this incident was no cal low counts above max. This condition will be tracked and trended under ikaria's qual sys. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. This device issue did not result in an adverse event/serious adverse event; however, it is being submitted to regulatory authorities because a no cal low counts above max occurred in the past which resulted in a serious adverse event. (MDR 3004531588-2013-00022).

Event description:
Failed no sensor [device issue]. No adverse event [no adverse event]. Case description: this initial device case report was received on (B)(4) 2014 from a respiratory therapist (rt) in the united states who called ikaria regarding a device issue of a failed no2 sensor and sample line/filter block with inomax dsir# (B)(4). The device was on a pt at the time of the device issue and no harm was reported. Inomax dsir # (B)(4) was removed from service and returned to ikaria for service eval. Investigational results were received on (B)(4) 2014. Date: (B)(4) 2014: this device case did not result in an adverse event, however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR # 3004531588-2013-00022).